Event description:
It was reported that two (2) clearlink secondary medication sets with duo-vent spike were leaking from the filter. The leaks occurred during patient infusion of cefepime and an unspecified chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.